Manufacturer narrative:
Corrected data: after further review, it was found that the date in section h4 device manufacture date of the initial report was incorrect. The correct date is november 26, 2012. Consequently, this supplemental report is being submitted to update with the accurate information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the catalys system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the catalys system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported recurring loss of suction despite multiple attempts at redocking, caused by a small eye fissure and low patient cooperation. They were able to reach the treatment stage but lost suction during capsulotomy. The procedure was stopped because suction could not be maintained. No patient injuries or additional surgical interventions were reported.